Manufacturer narrative:
Continuation of d10: product ID: neu unknown ext, serial #: unknown, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a distributor. It was reported that the family called to inform that since the surgery last year, the patient's extension wire site has been infected. The doctor recommended cutting the extension wire, stopping the use of the stimulator, and not moving the implanted device inside the body.

Event description:
A distributor reported that the patient experienced infection and rejection with their implantable neurostimulator (ins). It was stated that the patient had the ins explanted in (B)(6) 2024 due to infection and that they were then re-implanted. Follow-up received clarified that the patient was re-implanted with the same ins. It was stated that the wound was not healed after the operation and there was fluid accumulation and oozing blood at the suture site in the past few days prior to report. It was noted that the attending physician was contacted and that the issue was resolved. It was unknown whether any external factors may have contributed to the issue or if any troubleshooting was performed. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a distributor reporting that the infection continued. Actions/interventions taken to resolve the infection were unknown. It was unknown if surgery had been planned/scheduled or already occurred.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2023. Product type lead d6b: date inaccurate, only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a distributor. It was reported that the patient had the device explanted in (B)(6) 2025 due to multiple infections at the battery implantation site after the operation. It was noted that there was postoperative discomfort. The issue was reported as being resolved.